Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 7. Details of surgery: immediate extraction site. On 2023-05-02, non-osseointegration was verified. Patient presented with fair oral hygiene and bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling and inflammation. No further patient complications were reported.